Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed, found a faulty printed circuit board causing the dvi connector to not work. Additionally, it was found that a software upgrade was required. The device was serviced and returned to the user facility.

Event description:
The user facility reported that an image was unable to be received during set up with the device and could not connect to the second monitor. There was no patient involvement. The reporter stated the device was inspected and there was no damage or abnormalities observed.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing.